Event description:
The clinic reported an autotest failure. Gambro technical services (gts) found that balance chamber valve vb3 was leaking externally, corroding the valve solenoid. No pt involvement was reported. The valve was replaced.